Manufacturer narrative:
Investigation summary: the complaint of false positive was received against the bd max instrument catalog number 441916, serial number (B)(6). The customer reported reader issues particularly on side a causing error in result curves. No adverse events or incorrect treatment were reported as the results were not released to patients. Bd field service was dispatched to troubleshoot the issue. The fse cleaned, checked connections in the heater mux, readers and calibrated the equipment. The issue was resolved and the instrument was returned to the lab for regular use. The complaint is unable to be confirmed as an instrument issue as this was a case of user error. The complaint investigation consisted of a review of the service notes pertaining to this issue, the service history of the instrument and associated complaint trending data. No parts or materials were returned for investigation. The root cause of the issue is contamination on the instrument. No new trends, risks, or hazards were identified as a result of the complaint.

Event description:
It was reported that while using the bd instrument max clinical with the bd sars-cov-2 reagent, a false positive result was obtained by laboratory personnel. There indication that erroneous results were reported out or any report of patient impact. (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using the bd instrument max clinical with the bd sars-cov-2 reagent, a false positive result was obtained by laboratory personnel. There indication that erroneous results were reported out or any report of patient impact. Eua #(B)(4).